Event description:
It was reported that during a deep anterior rectum procedure, the device cut but did not staple. The patient now has a permanent stome. The procedure was completed by hand suturing.